Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that during a urology loopogram on a male patient, the system computer failed. Procedure was cancelled and rescheduled for another date in the radiology department. On that scheduled date, the procedure was completed without incident, the patient is fine. No reported injury.